Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material remained in the nozzle because the device was returned to olympus without reprocessing/completion by the facility staff. The event can be [detected/prevented] by following the instructions for use which state: inspection method is described in the operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object came out of nozzle. There were no reports of patient involvement.